Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter, translated from france to english: the needle does not automatically retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
As reported "the catheter has had a problem several times", does this refer to several issues with a single incident or multiple occurrences? Could you please provide, did these occurrences all take place at the same time with the same patient, same device? "The needle does not automatically retract", does it retract at all as in a partial retraction or do you press the button and nothing happens? Could you please provide,did the leakage occur beyond the septum of the catheter? As reported "the blood does not come back to the end of the catheter so it is difficult", is this referring to flashback? Did you receive proper flashback? I do not have this information available, as the declaring service has not transmitted anything on the materiovigilance side. However, after discussion with the pharmacists referring to these devices, it would be a question of misuse rather than a quality defect of the equipment. As a result, we are closing the processing of this declaration. We apologize for the inconvenience caused.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4082076. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.